Event description:
It was reported that the ventilator generated technical error code indicating open safety valve. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was reported for triggering an alarm indicating that the safety valve did not close properly. Investigations on site resulted in the replacement of the expiratory channel printed circuit board (pcb) , but no parts were returned for investigation. Evaluation of the logs could confirm the reported issue. The technical log shows that the reported technical error first appeared on (B)(6) 2020, and after this appeared on several occasions. Another error indicating a dc voltage being outside of specification is also indicated in the logs on several occasions. The test log shows that the pre-use check failed due to leakage and safety valve test failure. The date of event is altered to (B)(6) 2020 since this is the first appearance of the technical error. The expiratory channel pcb contains electronics including microprocessors for handling of safety valve pull magnet control. A failure in the expiratory channel pcb can lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and the technical error code. If present, the fault will be detected during pre-use check. Since no parts were received for investigation the root cause cannot be determined.